Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Bootloader traces indicate that a critical error triggered the critical pump error (open book image) alarm. Force sensor zero offset not within specification (-33.41 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing serial number label, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, pillowing keypad overlay, scratched case and minor scratched lcd window. No physical damage to the retainer ring noted. Critical pump error (open book image) alarm confirmed due to moisture damage. Unable to download history files and traces confirmed. Retainer ring damage not confirmed. Cosmetic damage found on the back of the battery compartment. E/a alarm unspecified was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked retainer ring. The customer reported damage occur while using a silicone case. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.